Manufacturer narrative:
The initial MDR 2247117-2017-00005 was filed on (B)(6) 2017. Additional information ((B)(6) 2017): a siemens customer service engineer (cse) determined that the issue was due to the customer maintenance and improper training for use of the instrument. The customer had obtained incorrect adjustments and substrate errors, however there was no issue with the instrument or reagent. The cse could not find any data for discordant results. The customer has made changes in the laboratory to resolve the issue. The cause of the discordant prostate specific antigen results was due to the human factors issue.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and did not find any malfunction. The assay was also performing as intended. Quality controls were within acceptable ranges. The cause of the discordant 3rd generation psa result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant third generation prostate specific antigen (3rd generation psa) result was obtained on one patient sample on an immulite 1000 instrument. The initial result was reported to the physician(s), who questioned it as the result was not expected by the physician to be in normal range. It is unknown if the sample was repeated and if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant 3rd generation psa result.